Manufacturer narrative:
Follow-up # 1 ¿ (09/23/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 8/28/2013 and 9/16/2013, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (05/23/2014). The patient¿s meter has been returned on 1/15/2014 and evaluated by lifescan product analysis on 5/14/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at an unknown time in the morning. She tested on the subject meter and observed a value of ¿14.9 mmol/l.¿ she then tested on another meter (ultramini) within just a few seconds and observed a value of ¿7.3 mmol/l.¿ based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. It is not known what range the patient considers to be normal. The patient manages her diabetes with metformin pills and gliclazide pills and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms of high or low blood glucose and reported that she went to see her doctor on that same morning and her doctor increased her gliclazide pill to 30gr more. No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and the form of treatment provided by her doctor was consistent with the alleged high meter result. However, this complaint is being reported because the meter did not meet lfs¿ criteria for accuracy.